Event description:
It was reported that this pacemaker was removed from storage mode in preparation to use it for an implant procedure. The decision was made to use another model device for that patient. Technical services (ts) was consulted regarding how to proceed with this pacemaker and they advised it could not be programmed back to storage mode and it was stated it might be used for another implant that day. Approximately two weeks later, ts was contacted to report this pacemaker had not yet been implanted and was interrogated in preparation to use it for an implant procedure that day, and was found to have remote monitoring/radio frequency (rf) telemetry disabled. Device data was submitted for review and an engineering assessment determined this device had been exposed to cold temperatures after it was removed from storage mode, resulting in rf telemetry being disabled. Because rf telemetry cannot be restored, ts advised not to implant this device and to send this device for return. The device was returned and, per our company retention policy, it was disposed of. There was no patient involvement with this device.

Manufacturer narrative:
This correction report is being submitted due to changes in the following fields: b5 describe event or problem, h3 device eval by manufacturer? And h6 device codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was interrogated and found remote monitoring had been disabled. Engineering reviewed and found this device had been exposed to cold temperatures. This device was never in service. There was no patient involvement.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was removed from storage mode in preparation to use it for an implant procedure. The decision was made to use another model device for that patient. Technical services (ts) was consulted regarding how to proceed with this pacemaker and they advised it could not be programmed back to storage mode and it was stated it might be used for another implant that day. Approximately two weeks later, ts was contacted to report this pacemaker had not yet been implanted and was interrogated in preparation to use it for an implant procedure that day, and was found to have remote monitoring/radio frequency (rf) telemetry disabled. Device data was submitted for review and an engineering assessment determined this device had been exposed to cold temperatures after it was removed from storage mode, resulting in rf telemetry being disabled. Because rf telemetry cannot be restored, ts advised not to implant this device and to send this device for return. This device has been returned but analysis has not yet been completed. There was no patient involvement with this device.

Manufacturer narrative:
This correction report is being submitted due to changes in the following fields: b5 describe event or problem, d9 device avail for evaluation? And d9 returned to manufacturer date. This product investigation is still in progress. This report will be updated when product investigation is complete.